Event description:
It was reported that implantable cardioverter defibrillator (ICD) was exhibiting right ventricular (rv) lead impedance high out of range, the lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that implantable cardioverter defibrillator (ICD) was exhibiting right ventricular (rv) lead impedance high out of range, the lead remains in service. No adverse patient effects were reported. Later on, this right ventricular (rv) lead was found to also have no capture. The physician attributes the issues to the lead as it is likely to perform a lead revision.in the future.